Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-613a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 22 joules; 0 minutes, the fiber sheath was noted to be "broken on the table, the red aiming beam was visible". The fiber was exchanged and at, 94,376 joules and 12:48 minutes of use, it was noted that the fiber "pulls in the axis". The fiber was exchanged and utilized to complete the procedure. Patient outcome: "ok" reported. This report is for the second fiber.